Event description:
Caller states that during a correlation study the following coagucheck xs/lab results were obtained: pt 1) 3.7 inr/2.7 inr; pt 2) 4.5 inr/3.4 inr; pt 3) 3.6 inr/2.7 inr; pt 4) 4.5 inr/3.4 inr; pt 5) 4.0 inr/2.8 inr; pt 6) 4.7 inr/3.6 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No pt info provided.